Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient experienced chest pain, neck pain, shoulder pain, and nausea. The patient¿s cgm reading was 140 mg/dl. The patient did not take a fingerstick to confirm bg values but was taken to the hospital by her husband as she thought she was experiencing a heart attack. Upon arriving at the hospital, a fingerstick was taken, the cgm was reading 150 mg/dl, and the blood glucose reading was over 500 mg/dl. The patient was diagnosed with diabetic ketoacidosis and received intravenous treatment with insulin and fluids for dehydration. Patient was discharged after spending 4 days at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.